Event description:
Customer reportedly received results of 466 mg/dl and 134 mg/dl within 10 minutes on the same device. No action was taken on device results. No adverse event reported. Controls were run and in range. Requested return of suspect device and replacement was sent.